Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure was confirmed a reproduced on erbe connected to system. Logs showed (25913 c-34 errors 4/16/2025.) Visual inspection:(dents on the side cover. Scratch on the side cover.) (C-34 error on start and mono coag activation) erbe unit that was placed on golden system and was run in normal mode. Failure analysis concluded that no root cause could be attributed to this issue. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to electrical defect of the iesu.

Event description:
It was reported that during da vinci-assisted radical with lymphadenectomy proctectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report iesu error (c-00 and c-34) and was not able to apply energy when needed. Prior to calling the customer reseated all energy and power cable, reset the iesu but the errors continue to persist. The tse was not able to review the system logs as onsite was not connected. The tse advised the caller that the reported 25913 (c-00/ c-34) reported by the iesu generator will likely not clear and opted to convert to another da-vinci. The tse confirmed all da-vinci system's were all on the same software levels and informed the customer to call back into tech. Support if any assistance is needed. Site called back for help with connecting the force triad to the system. Tse walked site through the connection process and site was able to continue with the case. The procedure was completed with no reported injury.